Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.006, lot: t920288, manufacturing site: tuttlingen, release to warehouse date: february 27, 2008. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the screwdriver handle with hex coupling medium was returned and received by us customer quality (cq). The visual inspection of the returned device indicated that there was no damage to the device. Functional test: the functional test was performed on the returned device. The sleeve component in the device becomes stuck near distal end of the device when decompressed for mating device interaction. The alleged device interaction failure may be caused due to this functional failure of the sleeve component. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the following drawings reflecting the current and manufactured revision were reviewed. Driver assembly. Investigation conclusion: the overall complaint condition was confirmed for the received device as the sleeve component was not functioning as intended. While no definitive root cause could be determined, it is possible that the consistent use of the device over 12 years may lead to this complaint condition. There is no indication that a design or manufacturing issue has caused the issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a screwdriver was sticking and would not hold the screwdriver blade. Concomitant device: unknown screwdriver blade (part # unknown, lot # unknown, quantity 1) this report is for one (1) screwdriver handle with hex coupling-medium. This is report 1 of 1 for (B)(4).